Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this pacemaker had reached elective replacement indicator (eri) battery status earlier than expected. Device data was submitted to technical services for review. Engineering analysis of the data confirmed the device was depleting prematurely due to an abnormal increase in power consumption. Device replacement was recommended for within 60 days. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker had reached elective replacement indicator (eri) battery status earlier than expected. Device data was submitted to technical services for review. Engineering analysis of the data confirmed the device was depleting prematurely due to an abnormal increase in power consumption. Device replacement was recommended for within 60 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about ten days later. No additional adverse patient effects were reported. The explanted device was returned for analysis.